Event description:
The advocate stated the customer tested her blood glucose and received a reading of 120 mg/dl using her contour meter. She retested using another meter and received a reading of 248 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer did not have any test strips left, so no product will be returned for evaluation.